Event description:
It was reported that the motor rate error alarmed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR). Review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damaged. The motor rate error appeared in the event history log. The occlusion test found motor rate error. The root cause of the reported issue was found to be a worm coupling not operating as intended. The pump will be converted into a loaner.